Event description:
It was reported that the patient had ¾ of the external driveline repaired with rescue tape.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photograph images confirmed rescue tape along the patient¿s driveline. A specific cause for damage to the driveline could not be conclusively determined through this investigation. The account reported on 25feb2022 that rescue tape was applied to the patient¿s driveline over two years prior. The submitted photograph shows rescue tape has been applied to the driveline. The rescue tape is present on the external driveline from near the controller connector bend relief to approximately halfway to the driveline exit site. No wires were exposed, and the remainder of the visible driveline appears unremarkable. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.